Manufacturer narrative:
The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m144009 and test base part number 190-430 / lot m144009. The lot met the required release specification. The ID now covid-19 retain test kit lot m144009 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid, and performed as expected. No unexpected or false positive results were observed, and the customers complaint was not replicated. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 3 false positive on ID now covid-19 assay all the three patients are asymptomatic. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144009 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.